Event description:
It was reported that interrogation in the clinic revealed a pump off alarm logged in the patient's history with a clock reset after. The clock was synced in the clinic without issue. Log file review confirmed a pump stop on (B)(6) 2023 in addition to a total loss of power. Related manufacturer's report: 2916596-2023-02639.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed via analysis of the submitted controller periodic log file. The log file contained approximately 10.5 days of data ((B)(6) 2023 ¿ (B)(6) 2023 and (B)(6) 2000 ¿ (B)(6) 2000 per the timestamp). The log file captured dates (B)(6) 2000 to (B)(6) 2000 while the clock was not set. A no external power alarm was observed on (B)(6) 2023 from 7:26:23 to 8:26:22 which may be consistent with the reported information of both power cables being disconnected from external power at the same time. A pump stop was then observed on (B)(6) 2023 at 9:26:22. It should be noted that a controller's clock reset occurred after the event captured on (B)(6) 2023 at 9:26:22. The controller's clock resetting indicates that the backup battery fully depleted when the loss of external power occurred, which also resulted in the noted pump stop. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the noted event occurred and resolved and the conditions that caused the event to occur and resolve could not be conclusively determined from this log file. There were no other notable events throughout the log file. Aside from the noted pump stop on (B)(6) 2023, the pump maintained a speed above the low speed limit throughout the log file. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for evaluation. Additional information provided stated that the cause and number of pump stop instances could not be clarified as the patient is a ¿poor historian¿. The root cause of the reported event was determined to be the backup battery fully depleting during the loss of external power. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect, clock not set, pump off and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use (rev. C) section 2, entitled ¿system operations¿, explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.